Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up, complete lack of atrial capture was observed at the programmed settings. No visible signs of dislodgement were observed. Currently awaiting resolution. There are no plans that the lead will be returned yet.